Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency department. The defibrillation coil impedance on the right ventricular (rv) lead was high. Multiple attempts were made to reproduce the out of range impedance measurements and electrogram artifacts were unsuccessful during in-office evaluation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.